Manufacturer narrative:
The customer reported that one of the two central nurse's station (cns) displays spontaneously shut down, this also affected 2 remote nurse's stations display monitors. Per the customer, there were some patients that could not be monitored at the cns due to the monitor being down. Technical support (ts) asked the customer to check if the desktop was still extended to the secondary display and the customer replied that it was not so he extended it. Once the desktop was extended, they were able to set the dual display option without issues.

Event description:
The customer reported that one of the two central nurse's station (cns) displays spontaneously shut down. There was no patient injury reported.